Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 119 mg/dl. Troubleshooting for display anomaly was performed. Customer advised the patient dropped the insulin pump and it had a partial display along with cracks. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir. Unable to verify missing segment due to physical damaged to lcd glass